Event description:
The following was reported: pump problem alarm that occurred during an infusion. Infusion stopped. Nurse retrieved and program new pump that infused without issue. No patient harm. Preliminary evaluation of the device logs shows the following: processor hardware failure (flow core) this stopped an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon investigation, the pump was functioning properly. Log files were able to be retrieved from the device with no issues. Due to the growing number of related som issues regarding flow core and linux core crashes; it was decided that the som would be removed from the pump for investigation. A scar and an internal CAPA have been opened.